Event description:
The patient stated that his infusion device shut down due to depletion of the power pack. He stated that his infusion device displayed "77" and would not function. The pt stated that it had been over two weeks since he last replaced his power pack. During troubleshooting with a company rep, the power pack was replaced. The pt was educated regarding the timing for power pack replacement. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.